Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise. The field representative provided impedance measurements were within range and thresholds were adequate. Technical services provided troubleshooting recommendations. Additional information has been requested but not provided at this time. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).